Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because nurse reported break in aseptic technique by patient described as touch contamination. The assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Event description:
This is a spontaneous report from a nurse regarding a patient in (B)(6). The patient was diagnosed on (B)(6) 2012 with peritonitis. Patient was admitted to the hospital on (B)(6) 2012 and discharged on (B)(6) 2012. The cause of the peritonitis was a result of touch contamination. The patient is recovering. No further information was given at this time. Follow up was obtained on (B)(6) 2012 with the peritoneal dialysis (pd) nurse from global pharmacovigilance. The nurse reported that the hospital admission date was (B)(6) 2012 with a discharge date of (B)(6) 2012 for the event of peritonitis. The patient was readmitted on (B)(6) 2012 for pain related to the peritonitis. During this admission, it was decided that the pd catheter would be removed and the patient was transferred to the in-center hemodialysis. Clarification was made that the touch contamination was related to the patient's past medical history of depression and non-compliance with his medications (not specified). Retraining was not done as the pd catheter is being removed and patient is discontinuing therapy. The patient is recovering from all events. The nurse reported that the patient's depression had not worsened since starting dianeal therapy. The events were not related to dianeal, homechoice machine or baxter disposables. No further information was given at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.